Manufacturer narrative:
Follow-up: (B)(6) 2016- customer reported that alarm cleared and pump resumed insulin delivery.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms following a cartridge change. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was advised that alarm would clear within two hours.